Event description:
A complaint was received via email where a low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results, with an average glucose range of 165mg/dl (71 mg/dl - 230 mg/dl) from (B)(6) 2025. It is unknown whether the customer noted a trend arrow on the device. It was reported that on (B)(6) 2025 the customer placed a new sensor and afterwards, the customer obtained "normal glucose results" on the sensor although the customer typically experienced high glucose after their meals. This occurred for the next few days and the customer was reported to not have performed capillary checks as a control measure during this time. The customer developed symptoms of nausea, vomiting and was seen by their primary care physician, was provided litican, and referred to a hospital. The customer was hospitalized in the intensive care unit on (B)(6) 2025 with symptoms of diarrhea and dyspnea. The customer was diagnosed with hyperglycemia; however, treatment details have not been specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email where a low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results, with an average glucose range of 165mg/dl (71 mg/dl - 230 mg/dl) from 29jul2025 to 11aug2025. It is unknown whether the customer noted a trend arrow on the device. It was reported that on (B)(6) 2025 the customer placed a new sensor and afterwards, the customer obtained "normal glucose results" on the sensor although the customer typically experienced high glucose after their meals. This occurred for the next few days and the customer was reported to not have performed capillary checks as a control measure during this time. The customer developed symptoms of nausea, vomiting and was seen by their primary care physician, was provided litican, and referred to a hospital. The customer was hospitalized in the intensive care unit on (B)(6) 2025 with symptoms of diarrhea and dyspnea. The customer was diagnosed with hyperglycemia; however, treatment details have not been specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or on-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.